Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurate readings. The patient obtained the blood glucose readings of 310 mg/dl and 101 mg/dl on the reported meter within 20 minutes. The patient did not report experiencing any symptoms or medical attention. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.